Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported bent and damaged instruments. During a case the doctor was implanting a timberline lateral implant with angled inserter. The implant was impacted into the posterior shim and dislodged the shim from the posterior blade. The surgeon was able to implant the implant successfully. The surgeon was able to pull shim out of access portal. After the surgery upon inspection of the angled inserter it was noted that the screw draw rod for inserter was bent. It was also noted that the posterior blade and shim was damaged. Surgery was completed.

Manufacturer narrative:
The returned blade assembly was evaluated. The shim was found detached form the remainder of the assembly. The cause is attributed to either the misalignment of the implant or the angle of impaction. If the impaction force is too high in addition to misaligned positioning, it can likely lead to the bending of the draw rod and the shim dislodging from the blade, as was seen. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding implant insertion, including impaction.